Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was while trying to go through MRI mode, pt was having difficulty connecting at one point and mentioned they "think this thing moves on me" (it was later determined pt wasn't hitting the sync button, once pt hit sync button they could connect right away). Patient services (pss) asked if pt was talking about the antenna moving or the ins and pt said they thought the ins would move because sometimes while charging the ins, they would move their body an inch and when pt checked the recharging, they would have lost the coupling bars and would have to re-find the ins. Pss asked event date or if it was from implant, but pt did not give an answer and said they'd noticed it a lot and was told pt would just have to play with it. Pt said the last couple times they've noticed that as well. No symptoms were reported.